Event description:
It was reported that patient experienced a perforation several days after implant, in (B)(6) 2008. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.